Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an antibiotic infused at a much higher rate than programmed. There was no report of any patient harm.

Manufacturer narrative:
The customer¿s report of medication infusing at a much higher rate than programmed was confirmed. No anomalies were observed on the set during visual inspection. Functional testing confirmed back flow indicating a faulty check valve. Disassembly of the check valve by the supplier showed the presence of a 0.0139 inch long calcium carbonate particulate found on the diaphragm of the check valve. Rate accuracy verification on the pump module identified no malfunctions and found the module infusing within specification. Review of the event log did not identify any programming errors. The cause of the reported event was identified as a check valve failure on the primary infusion set. The origin of the particulate is unknown.